Event description:
This is filed to report the clip becoming entrapped and having to be deployed in the chords. It was reported that on (B)(6) 2022, a patient presented with grade 4 functional mitral regurgitation (mr) and leaflet restriction. The first mitraclip xtw (20428r249) was deployed in the chordae. Prior to deploying the first clip, a series of troubleshooting maneuvers were performed per instructions for use (IFU), to remove the clip form the chordae. However, troubleshooting was unsuccessful. A second clip was opened and deployed at a2/p2 successfully. The mr was reduced to grade 1. There was no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip caught on chordae (entrapment of device). The patient effect of foreign body in patient was due to the entrapment of device as the clip was deployed on the chordae. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.